Event description:
It was reported by a family member that the patient was admitted to the hospital for an arrhythmia which may have been attributed to an inappropriate shock from the right ventricular (rv) lead. Follow up was conducted but could not confirm lead status or if the shock was appropriate or inappropriate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4574 implantable pacing lead. (B)(4).